Manufacturer narrative:
An investigation was performed to determine the cause of the reported problem. A qualified philips service engineer replaced the control panel arm gas struts to resolve the customer¿s immediate concerns. The investigation concluded the control panel lowered faster than normal when the lock was released due to degraded gas strut performance, this can occur as struts lose internal pressure over time and use. The issue was fully resolved in the field through replacement of both the actuation and non-actuation gas springs. The system has returned to service with no similar issues reported post repair.

Event description:
The customer reported when releasing the front control panel handle lock on the epiq cvx ultrasound system, the control panel started to lower immediately and faster than expected. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. Nothing detached from the system. The philips service engineer replaced the control panel arm gas struts to resolve the customer¿s issue. Philips has started an investigation, and upon completion, a follow-up report will be submitted.